Event description:
It was reported that the user experienced an ¿unable to proceed¿ error during fill tubing that prevented continuation, after which the user restarted the pump and successfully completed a dry run to the 120-unit mark and performed a supply change using a cd infusion set without further alarms. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that the pump functioned as intended following restart and supply change, consistent with resolution after setup guidance, with no recurring alarms or confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup or procedural factors.